Manufacturer narrative:
Initial reporter phone number (B)(6).

Event description:
The customer reported that the sweep speed of the program has been changing automatically and it appears that the patients hr is not being displayed properly. It happened twice this morning. The system has two screens one in theatre and one on the viewing room. The screen in the viewing room is the one which has the change in the sweep speed. There was no reported patient impact / injury.